Event description:
It was reported that the patient received inappropriate high voltage therapy. Patient had no adverse outcome and would continue to follow up in clinic.

Manufacturer narrative:
(B)(4).